Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "the swg and catheter bends during procedure. A new set is needed." This was found prior to use on the patient. There was no patient harm or injury.

Event description:
It was reported "the swg and catheter bends during procedure. A new set is needed." This was found prior to use on the patient. There was no patient harm or injury.

Manufacturer narrative:
(B)(4). UDI number:(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo; however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.